Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in a field action. Based on the information received and without the return of the product, it could not be determined if this lead performed as described in the field action. (B)(4).

Event description:
It was reported that the patient experienced inappropriate therapy due to a possible fracture of the right ventricular lead pace/sense portion. The pacing impedance was high, oversensing was occurring, and noise as well. A lead integrity alert was triggered. The pace/sense portion of the lead was capped and replaced, and the high voltage portion remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.